Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine system upgrade, the right atrial (ra) lead was no longer sensing or pacing in the atrium. The lead was found to have dislodged, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing pain and swelling at the device site. It was determined that the patient had developed a small hematoma adjacent to the cardiac resynchronization therapy defibrillator (crt-d). Medication was provided to the patient and the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.